Event description:
Per the clinic, the device was explanted on (B)(6) 2021.

Event description:
Per the clinic, open and short circuits were noted on multiple electrodes. Reprogramming attempts were made; however, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report.